Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 507652 lead, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that during aortic valve replacement, the right ventricular lead dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.